Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A charge nurse at the user facility reported that a 2008t hemodialysis (hd) machine had ultrafiltration (uf) issue. The rate dropped from 480 to 80 during treatment. The uf rate was adjusted. The patient was able to complete treatment on the same machine. There was no harm or adverse events reported. The current status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.